Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low glucose events while using the ilet bionic pancreas with a libre sensor, with the lowest reported glucose of 49 mg/dl and approximately 30 minutes below range; the user had recently performed a factory reset and intermittently paused insulin delivery to prevent nighttime lows, and best practices for hypoglycemia prevention were reviewed with an offer for further therapy adjustment training. Symptoms included sweating. Outcomes included user-performed treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included review of user report, troubleshooting, and education regarding hypoglycemia prevention and device use. Investigation of this case revealed no confirmed device malfunction and an unclear cause for hypoglycemia, with ongoing evaluation focused on therapy settings and user practices. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.